Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that the battery was unresponsive and that multiple cartridge alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer reverted to manual insulin injections for insulin therapy.